Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18073538 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the smart control 12*80 was removed from the patient to check the product. The device was removed easily from the patient. After that, several attempts were made to deploy, but the turning dial has gone blank/spun freely. The dial was noted to be spinning. It was noted that the stent was half deployed after removal from the patient. There was no reported injury to the patient. The physician achieved certification on the use of smart and has used the device several times prior to this procedure. The device was stored according to the instructions for use (IFU). There were no anomalies noted to the device prior to use. The sds was prepped according to IFU guidelines. There were no visible signs of package or device damage prior to use. During prep, no difficulties have were noted or experienced. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. A non-cordis 6f sheath was used along with a .035 non-cordis wire and a non-cordis 8f guide catheter. The balloon was not inflated or deflated prior to inserting the catheter into the patient. Negative pressure was not applied to the sds. The inflation device was in the neutral position when the system was being advanced/withdrawn. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting into the guide catheter. The lesion was noted to have a little calcification. The vessel did not have any tortuosity. The lesion had a 30% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty noted while crossing the lesion. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, h1, h2, h3 and h6. The smart control 12*80 was removed from the patient to check the product. The device was removed easily from the patient. After that, several attempts were made to deploy, but the turning dial has ¿gone blank/spun freely¿. The dial was noted to be spinning. The lesion was noted to have a little calcification. The vessel did not have any tortuosity. The lesion had a 30% stenosis. The device was not being used to treat a chronic total occlusion (cto). It was noted that the stent was half deployed after removal from the patient. There was no reported injury to the patient. The physician achieved certification on the use of smart and has used the device several times prior to this procedure. The device was stored according to the instructions for use (IFU). There were no anomalies noted to the device prior to use. The sds was prepped according to IFU guidelines. There were no visible signs of package or device damage prior to use. During prep, no difficulties have were noted or experienced. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. A non-cordis 6f sheath was used along with a .035 non-cordis wire and a non-cordis 8f guide catheter. There was no resistance/friction while inserting the device through the rotating hemostatic valve or while inserting into the guide catheter. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty noted while crossing the lesion. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The product was returned for analysis. One non-sterile unit of smart control 12x80mm 120cm stent delivery system was received inside of a clear plastic bag. Per visual analysis, the stent was observed already deployed. No anomalies were noted. Functional analysis could not be accurately performed since the stent was already deployed; however, the tuning dial was rotated, and no difficulty was noted. A product history record (phr) review of lot 18073538 revealed no anomalies or non-conformances. The reported ¿tuning dial (smart control only) ¿ rotation difficulty¿ and ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ were not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis since the device was functionally tested by rotating the dial and no difficulty was noted. Also, the device was received with the stent fully deployed. Based on the information available for review, procedural or handling factors may have contributed to the event. According to the safety information in the instructions for use ¿do not use if the stent is partially deployed upon removal from the package, or before starting the deployment procedure. Do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Once the stent is partially deployed, it cannot be recaptured using the stent delivery system. Do not attempt to recapture the stent once the stent is partially deployed. Note: stent placement is not indicated if the primary angioplasty is not technically successful. A technically successful angioplasty is one in which the guidewire and dilation catheter are passed through the lesion and dilatation of the lesion produces a lumen adequate to accommodate introduction of the stent delivery system. Following dilatation of the lesion, an arteriographic image should be recorded in order to determine the adequacy of the primary procedure.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the smart control 12*80 was removed from the patient to check the product. The device was removed easily from the patient. After that, several attempts were made to deploy, but the turning dial has gone blank/spun freely. The dial was noted to be spinning. The lesion was noted to have a little calcification. The vessel did not have any tortuosity. The lesion had a 30% stenosis. The device was not being used to treat a chronic total occlusion (cto). It was noted that the stent was half deployed after removal from the patient. There was no reported injury to the patient. The physician achieved certification on the use of smart and has used the device several times prior to this procedure. The device was stored according to the instructions for use (IFU). There were no anomalies noted to the device prior to use. The sds was prepped according to IFU guidelines. There were no visible signs of package or device damage prior to use. During prep, no difficulties have were noted or experienced. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. A non-cordis 6f sheath was used along with a .035 non-cordis wire and a non-cordis 8f guide catheter. There was no resistance/friction while inserting the device through the rotating hemostatic valve or while inserting into the guide catheter. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no difficulty noted while crossing the lesion. Unusual force was not used at any time during the procedure. The catheter was never in an acute bend. The device will be returned for evaluation.